Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec. Did observe battery icon and booklet icon. However, uom was selectable and was received at mg/dl. Error 015, 0204, 0300, 0800 and 0806 were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that they were unable to use their freestyle meter as the display screen had frozen. The meter was returned and, through the course of investigation, has been discovered to exhibit the memory overwrite malfunction on 19 dec 06.